Event description:
Pt has bi-ventricular lead/pacing system. Thresholds in left ventricular lead have increased with reprogramming to unipolar lead and increased amplitudes pocket stimulation present. This is a study pt enrolled in pave. Device reprogrammed to acceptable limits, no pocket stimulation, 100% left ventricular pacing. Admitted to hosp for worsening heart failure - not related to pacing threshold.